Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date and month in 2015; also reported as ¿ten days back¿. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the cloudy effluent was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered from cloudy effluent. No additional information is available.